Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were experiencing high blood glucose level 456 mg/dl and 453 mg/dl. Customer's current blood glucose level 248 mg/dl. High blood glucose level was treated by manual injection. Customer was using insulin pump within 48 hours of reported event. Customer did all possible troubleshooting got high blood glucose level. Customer performed high pressure test and the test was passed. Device will not be returned for analysis.